Event description:
A patient reported that they had a spine implant that broke post-op. No further information was provided.

Manufacturer narrative:
PMA/510k: the 510k is unknown, but is likely either k132884 or k111301. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
This report is being replaced by 3003853072-2022-00008.

Manufacturer narrative:
This event is being recorded in 3003853072-2022-00008.